Event description:
Patient underwent repeat coronary angiography (reason unknown) which revealed an in-stent restenosis. This lesion was in the mid left anterior descending artery (mid lad) and was treated approximately 8 months prior to this event. The stent(s) that had been placed in this vessel are identified as a bx sonic 2.75 x 13mm and a r-stent 2.75 x 9mm (unknown MFR.). This lesion is now described as an eccentric, class c, readily accessible proximal segment. There are no bifurcations present, but angulations between 45 and 90% are noted. There is little to no calcification and no thrombus present.